Event description:
It was reported that the ilet pump¿s display screen separated from the device housing, and the user continued therapy but anticipated inability to perform the next supply change; a replacement ilet was arranged and return of the current unit was communicated along with shutdown and startup guidance. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy at the time of report and continued cgm use with dexcom g7. Investigation included review of the complaint details and user troubleshooting and education. Investigation of this case revealed a suspected hardware integrity issue of the display assembly consistent with screen delamination of the enclosure/display component. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the screen assembly.